Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Bayer product analysis visually examined the information and photographs that were provided and confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: as the staff was preparing the stellant CT injector (37845) for a procedure, the injector head disengaged from the ocs iii system (serial number (B)(4)). The injector head was caught by the technologist, preventing it from falling to the floor. No injury or adverse event was reported.